Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller ac adapter was received without a retaining screw in the ac input bracket. Because of this it failed external visual inspection. The ac adapter passed all functional checks as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screw to secure the plug-in port on the ac adaptor to its box was missing when the kit was opened. The ac adaptor was not used and it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the unit did not have the securing bracket screw, confirming the reported event. However, functional testing of the unit revealed that the controller ac adapter was able to provide power as expected. An internal investigation was opened and revealed that the missing screw likely occurred during the receiving inspection of the unit. During receiving inspection, the screw is loosened and re-tightened after inspection. It's likely the screw was not re-tightened. Based on the available information, the most likely root cause can be attributed to an operator error during receiving inspection. If information is provided in the future, a supplemental report will be issued.